Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent empty cartridge alarms occurred a couple hours after loading a cartridge onto the pump. Reportedly, the cartridges had been filled with 300 units of insulin. Blood glucose (bg) level was impacted by this issue and bg levels were addressed by delivering insulin via insulin pens.